Event description:
Customer reported a malfunction with the pump, displaying malfunction code 12, and was initially unable to restart it after a reset attempt. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions on resetting the pump, and after using a non-tandem charging solution, the customer was able to successfully charge the pump and resume insulin therapy. Technical support arranged for replacement charging supplies to be sent, and no further assistance was required.